Event description:
Account reports pt received an overinfusion of morphine resulting in the pt experiencing "seizure-like" symptoms of "tremoring." The reporter indicates no medical intervention was necessary, however, the pt did receive a "neuro consultation and the patient's length of stay was increased." The pt was released from the hospital with no sequelae. The reporting facility indicates this incident was the result of misprogramming by a clinician.